Event description:
It was reported that while using a bd integra 3ml syringe with detachable needle for a testosterone injection, the consumer and his caregiver thought that the needle broke off in his buttocks. The consumer called an ambulance and was transported to an emergency dept. At the ER the consumer received x-rays, and ultrasound, and a CT scan but none of the imaging studies visualized the needle. Upon returning home the consumer disassembled the syringe with pliers and found that the needle had not broken, but that it had retracted into the syringe according to its safety-engineered specifications.

Manufacturer narrative:
A sample is not available for evaluation. A review of the device history record could not be completed, as a lot number for this incident was not provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.